Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's wife inquired about emi. The patient has a different manufacturer's defibrillator on the left body, possibly around back. While the patient was taking a shower, the defibrillator went off. The patient did not fall or get hurt. They called the cardiologist and are waiting for a call back. They mentioned the patient was at elective replacement indicator (eri) when they checked recently. At that time, the patient had other heart treatments and had to move far away from their managing clinic. They have not been seen by a neurologist in a long time. It is unknown if there were any factors that may have led to this issue. When they checked the patient's right implantable neurostimulator (ins), they stated it showed end of service (eos). They could not get any battery level to show. They checked the left ins and stated the battery level showed ok and on group c at 4.10v. They were given clinic information to call to schedule an ins battery change. The manufacturer representative (rep) made sure they spoke to their local neurologist as well as other physicians they see to help manage the patient's symptoms as needed. They have left their neurologist a message. The issue was not resolved. Refer to manufacturer report #3004209178-2021-01368 for related device.

Manufacturer narrative:
H6. Please note device code a0705 no longer applies to this ins ((B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.